Manufacturer narrative:
(B)(4).

Event description:
This rv lead was explanted and replaced due to loss of capture. The ra lead was replaced due to intermittent output and the pacemaker was replaced because when it was connected to new leads there was still intermittent output. The physician thought there may be blood in the header. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated approx. 19 cm distal to the is-1 connector pin, in the region of the suture sleeve a 360 degree deformation of the outer conductor coil. The lead body was found squeezed in this area. Based on the characteristics, it is reasonable to assume that these damages resulted from a tight suture. In this region cuts in the insulation were observed which occurred most likely during the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported loss of capture. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.